Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection but does not know what it is for sure. The clinic thinks it's related to dialysis. In additional follow-up, a pd nurse familiar with the patient stated the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2024, the patient notified the on-call nurse and was instructed to collect a sample of the pd effluent and begin using antibiotics at home (patient has home antibiotic kit). Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had the pd effluent sent for culture. Per the nurse, the culture results are not available. Regardless, per the nurse, the patient is being treated for presumed peritonitis with intra-peritoneal (ip)vancomycin and ceftazidime (per clinic protocol). The patent continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was reported the patient has pets in the home with no door on the room where the patient does dialysis. Per the nurse, the peritonitis is possibly due to patient breach in infection control at home.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis may be associated with a breach in infection control in the home environment where the patient performs pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection but does not know what it is for sure. The clinic thinks it's related to dialysis. In additional follow-up, a pd nurse familiar with the patient stated the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2024, the patient notified the on-call nurse and was instructed to collect a sample of the pd effluent and begin using antibiotics at home (patient has home antibiotic kit). Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had the pd effluent sent for culture. Per the nurse, the culture results are not available. Regardless, per the nurse, the patient is being treated for presumed peritonitis with intra-peritoneal (ip)vancomycin and ceftazidime (per clinic protocol). The patent continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was reported the patient has pets in the home with no door on the room where the patient does dialysis. Per the nurse, the peritonitis is possibly due to patient breach in infection control at home.